Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge."

Event description:
It was reported that an empty cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 560 mg/dl. A correction bolus was delivered to address bg.